Event description:
It was reported that pump experienced malfunction that caused pump screen to go dark and not turn on, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer restored pump function by connecting it to working power source, then planned to continue using current pump and rely on alternate method if needed, while technical support arranged replacement pump under warranty, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.